Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced with another's manufacturer device.

Manufacturer narrative:
Clarification d.6a (partial date of implant): 2008. Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary the device related to the reported events of rupture was received on july 18, 2025, with lot number 1244687. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced with another's manufacturer device.